Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered up. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of pump won't stay powered up, which was reproduced. Eval found the pump not to stay powered on using customers ac or known good dc power supply. This was found to be caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced.